Event description:
While on scene of a 911 call - ferno ambulance cot from truck malfunctioned. This delayed transport to the emergency room and ultimately delayed patient care. The legs would not move on the cot - could not lower stretcher for patient to get onto cot before placing in ambulance. Even in manual override, had difficulties navigating the cot safely into the ambulance to be secured for transport. Supervisor contacted regarding this issue and arrived on the site to assess and assist with the cot. Supervisor reported they were unable to unload cot from the truck, but when attempting to lower it to the ground, only the legs on the head end would work, the legs on the foot end would not allow it to lower. Supervisor advised medics to use the manual function, and the supervisor would meet them at the ER. At the ER - unplugged the battery in an attempt to reset, did not work. Continued to have the same issue - checked all the wiring and connections, unable to find an issue. Also noted there were no obstructions. Follow up: contacted ferno rep. And was instructed that the repairs are covered under warranty. Parts and service on order. Ferno rep will bring loaner cot down to site and will notify region leadership when parts and service are arranged and set.